Manufacturer narrative:
Product event summary: fluctuation in r-waves from the analyzer could not be confirmed, the analyzer passed all functional and system tests. It was noted that the patient connector has disturbed pins.

Event description:
It was reported that when the analyzer was conducting a sensing test during a procedure, there was a huge change in r-wave even though nothing was done to the programmer or the lead. The analyzer was showing dynamic fluctuation of r-waves. The analyzer has been returned to service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.